Event description:
It was reported that a 48-year-old caucasian female patient underwent a breast surgery with a 190cc mentor memorygel breast implant and experienced a rupture on the left side post-operatively, which was diagnosed with a mammogram. As a result, the patient underwent explantation on (B)(6) 2022.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Explantation date: (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On november 07, 2022, the mentor failure analysis lab has received the device for evaluation. On november 11, 2022, the evaluation for the device was completed. Device evaluation summary: visual analysis of the returned sample revealed that the sx mod classic gel, 190cc breast implant had a tear on the posterior view, measuring approximately 2.1 cm. Additionally an area of siltex cracking was noted on the edge of the tear. The evaluation determined that the cause of the rupture is consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On july 20, 2022, mentor received additional information regarding the date of event. The date of event has been updated to (B)(6) 2022 in section b3 of this report. Manufacturer¿s reference number: (B)(4).